Event description:
The device reportedly would not charge the defibrillator using the therapy cable and combination electrodes. The device would intermittently display push analyze and connect cable messages when the therapy cable was flexed at the device connector. A back up device was obtained and treatment was continued. The patient was not resuscitated. The reporter stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.